Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number corrected - changed from 21025j1 to 21201j1. Evaluation summary: the product was returned and device analysis found the reported failure mode was due to the link traveling through the anterior foot slot. A review of the complaint handling database revealed 3 similar events for this failure mode. In-depth assessment of this root cause found it was extremely difficult to reproduce this failure in manufacturing; however, was much easier to repeat in simulated use testing. The link traveling through the anterior foot slot is not a systemic failure. This type of event will continue to be monitored per local quality procedures.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.